Event description:
It was reported that during an unspecified gastro-intestinal (gi) procedure, a shaft kink occurred. Upon advancing the cre 15mm x 18 mm balloon dilatation catheter through the device channel of another MFR's endoscope, the shaft kinked. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.